Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system shutdown between surgical procedures and was unable to be rebooted. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event of the system shutting down and not being able to reboot. The nonconforming power supply cable was replaced. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply cable. The manufacturer internal reference number is: (B)(4).